Manufacturer narrative:
One certain® universal ratchet extension implant driver (long) were returned for inspection. Visual inspection revealed damage and there are signs of debris at the engaging surfaces of the devices. Returned device was examined visually by the naked eye and through magnification. Part was functionally tested. The implant and driver could not be separated, even after excessive force was exerted. The two devices appear to be cold welded. The complaint is therefore confirmed. Documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: documents identify instructions for connecting and inserting the reported ratchet extension: sub crestal implant placement protocol ¿ certain® internal & external hex connection tapered implants ¿final seating of the implant may require the sue of the ratchet extension and the ratchet wrench. Verify that the ratchet extension is engaged/retained within the ratchet wrench (wr150 or h-tirw), in order to prevent accidental swallowing or aspiration of the ratchet extension.¿ the lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
(B)(4). Age was not provided. Patient weight was not provided. Device lot # was not provided/unknown.

Event description:
It was reported that when the dentist was placing the implant the driver tip became stuck in the mount the implant was removed and another implant was placed.